Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to loose knot include, but are not limited to, user pulled the suture loop (located at distal end of guide) instead of both suture ends when removing the device from the patient, user pulled non-rail limb too early, excessive force on knot, user pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue, or manufacturing (suture assembly). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the sutures were harvested but the knot was loose. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.